Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
The electrode was settled properly with the vapr equipment but it never responded when activated. Use of another electrode to complete the procedure. Additional information was received via email from the affiliate on 3-4-2016. It was a knee arthroscopic procedure. This failure extended the procedure time around 40 minutes. The device was new.

Manufacturer narrative:
The complaint device was received and a visual inspection was performed, revealing a bend / bump in the shaft of the device near the handle. The device was returned to the supplier for further analysis. The original customer report can be confirmed. Electrical testing has confirmed active continuity between plug and active tip to be outside specification. This continuity issue was isolated to a small area of the cable assembly approximately 1mtr from the device handle. Inspection of this area showed excessive stretching of the internal conductor insulation and continuity values across this section were measured outside of specification. An exact root cause cannot be determined. The stretching of the internal insulation may have been caused during manufacture of the cable; however as there are some indications of stretching seen on the outer jacket, it is also possible that an episode of misuse has caused this issue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated nonconformance to the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. A review of complaint records to assess the frequency of this defect over the last 12 months shows the defect to be an isolated incident. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).